Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a calcified annulus and left ventricular outflow tract, upon the initial crossing hypotension occurred with right ventricle function decrease. Thirty minutes post procedure, hypotension occurred and electrocardiogram revealed ischemic changes. An angiogram of the valve showed the valve had mig rated up in relation to the calcifications on the ncc. An emergent surgical aortic valve replacement (savr) procedure was performed. The transcatheter valve was explanted and the rca became patent. Upon echocardiogram review, it was suspected that the lack of calcification of the rcc and the extensive calcification on the ncc and lcc allowed the valve to migrate up above the annulus and efface against the rca ostia. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.